Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have one severely bent grip causing misalignment of the grip-tips. There was a 1.92mm offset at the tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional findings related to the reported complaint: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a single port fenestrated bipolar forceps instrument was found to have misaligned tips. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not connected to the system during this surgery. No arcing was reported in prior surgeries.